Event description:
Literature was reviewed regarding leadless implantable pulse generator (IPGs) versus transvenous lead pacemakers (TVPs) in patients over 80 years old. The authors described patient deaths with one in each group. One patient with a leadless IPG died due to sepsis approximately nine days post implant. The patient in the TVP group died due to an alveolar hemorrhage five days post implant. This patient showed signs of postoperative bleeding, which included pocket hematoma formation. There were patients who experienced postoperative heart failure in both groups. There was one procedural complication in the leadless group; a micro dislodgement of the leadless IPG occurred in which the device was abandoned and deactivated and required the implant of a second device. In the TVP group, there was one pneumothorax which required conservative treatment, one cardiac tamponade which required emergency pericardial drainage and atrial lead repositioning, one hematoma which required intervention, and one lead dislodgement which required repositioning. Th e status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the US. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: Short-term Outcomes of Leadless Pacemakers Compared to Conventional Transvenous Pacemakers in Patients over 80 Years Old. Internal Medicine. 2026. 65: 767-773. DOI: 10.2169/internalmedicine.5474-25 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.